Event description:
It was reported that the pt underwent surgery with implant of a posterior construct at c3-t2. X-rays taken during the 6 month follow-up when the pt complained of "clicking" revealed two locking screws loose and the rod beginning to migrate. X-rays were taken at 18 mos show further rod migration. In jan 2008 the pt underwent a revision surgery. During the revision, it was noticed that the rod was also fractured. No further complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Examination of post-op x-rays reveal setscrews backed out at left c3,c4, c5 and right c4, c5, t1 with rod migration from the pedicle screw heads on one side at c4, c5, t1. One rod is fractured and has migrated up between c6-c7.